Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-clamp tubing" alarm. Upon restart, pump continued to alarm with "nd pump won't run" alarm. Per reporter the residual volume was 60.7 ml, rate 3 ml and given 77.35 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.